Manufacturer narrative:
Additional information: d10, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. During gross visual examination, two fiber fragments were observed at approximately 90 degrees and 70 degrees (with the dialysate ports situated at 0 degrees), respectively, on the non-cavity ID end. There was no other damage or irregularities noted on the dialyzer. A laboratory bubble point test confirmed two separate internal leaks were coming from where the two observed fiber fragments were located. The dialyzer was subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, the two observed fiber fragments were confirmed to be potted. The opposing end of the fiber fragments could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. The inferior surfaces of both polyurethane potting ends were examined for voids; no voids were noted. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported that an internal dialyzer blood leak occurred eleven minutes into a patient¿s hemodialysis (hd) treatment. The blood leak was reportedly visible in the dialysate compartment of the device. The machine, a fresenius 2008t, alarmed with a blood leak alert. Fresenius bloodlines were also being used. A blood test strip was not used; the use of one was reportedly not needed. There was no damage identified on the dialyzer. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for a manufacturer evaluation.